Event description:
Alleged hearing a pop and then there was a burning smell after which the hi/low down function would not work.

Manufacturer narrative:
The facility's maintenance found the left corner of the motor control board was discolored. The motor control board was replaced to repair the bed.